Event description:
The device distributor reported that they received a customer complaint regarding a quest perfusion valve included in their custom pack. The distributor's customer indicated that the suction control (vacuum relief, one-way valve) had leaked during a procedure. It was reported that the clear silicone sleeve of the valve had slipped off and there was a patient blood loss of approximately 100 mls. The report stated no medical intervention was required and the procedure was completed without patient complications. Distributor visual analysis of the device found blood underneath the pressure band, and testing found the device relieved pressure at 400mmhg (below specification). The device was returned to the manufacturer for evaluation.

Manufacturer narrative:
The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition. Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.